Event description:
On 08/2000, ortho development rec'd a complaint from the co's distributor in japan that stated, "on the fifth day after surgery, the patient claimed hip pain. Then radiographically, the stem and cup were found to be disassembled. The surgeon thinks he did not tap enough to seat the head, but the family of the patient wants manufacturer's technical data". The bipolar cup (device 1 of 2) and primaloc collarless stem (device 2 of 2) involved were implanted the previous month into a patient and were explanted five days after implant. The bipolar cup and primaloc collarless stem were replaced during the explant surgery and the co's distributor in japan has not reported any problems regarding this pt since that event. The latest update from the co's distributor regarding this pt was rec'd on 9/13/2001.